Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. The patient remains ongoing on (B)(4) and no related events have been reported at this time. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was treated with arixtra post implant. The customer also reported that the patient experienced a hemorrhagic cerebrovascular accident (cva) 1-2 weeks post implant after receiving arixtra. The customer did not believe the cva was lvad related. The customer reported that the patient's inr goal was 1.8 - 2.2. The patient has residual aphasia. The vad coordinator reported that the patient was admitted recently and treated for ascites and right ventricle failure. The patient was discharged on primacor. The customer reported that the patient's lvad is working as expected.

Manufacturer narrative:
Approximate age of device: 1 year and 1 month. Device evaluated by manufacturer: no further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.